Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophagogastroduodenoscopy (egd) with dilatation procedure. According to the complaint, during the procedure, it was noted that the gauge was reading inaccurately as the needle was not moving at all. They removed the device and connected a new alliance syringe to the balloon to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found that there was no damage or defect noted to the device. The complaint device was functionally tested with a sample stopcock and the complaint syringe assembly and was pressurized with 35ml of sterile water for 30 seconds. There was no movement of the gauge during this test. There were no leaks, either, during this test. The complaint event description was confirmed. It is possible that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophagogastroduodenoscopy (egd) with dilatation procedure. According to the complaint, during the procedure, it was noted that the gauge was reading inaccurately as the needle was not moving at all. They removed the device and connected a new alliance syringe to the balloon to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.